Event description:
Boston scientific received information that this programmer exhibited an electrical issue and would not boot up. The programmer will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. The programmer was not able to boot up when it was powered on. Analysis found that there was an issue with a portion of the internal circuitry and there was evidence of overheating. The internal circuit was replaced and the programmer passed all other testing. Laboratory result confirmed the reported clinical observations.

Event description:
Boston scientific received information that this programmer displayed an electrical issue and would not boot up. The programmer still remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the programmer was found not to have met specification. The programmer had failed to boot up when it was plugged in and turned on. The laboratory replaced a shorted and burned printed circuit programmer (pcb). Another circuit board was discovered to have a cracked solder which was reflowed. Afterwards, the programmer had booted up successfully and passed all incoming test after the circuit board reworked. The programmer had an error code in log file, interrogated the device successfully and passed the electrocardiogram test. No further problems were noted with the programmer.